Event description:
It was reported that the customer had a dual wave bolus running on the insulin pump. Customer's blood glucose level was 4.9 mmol/l. Customer stated that the sensor suspended the pump thinking that her blood glucose level was low, but it was not low. Customer wanted to know how much of the dual wave bolus is left to be delivered. Customer checked her bolus history. Customer pressed act on the last bolus. Customer sees the required bolus was 8.3 units, but the actual delivered was 6.95 units. Customer was advised that she can calculate the difference and give the remaining bolus. Customer stated that she will do so. Customer stated that she resumed her pump and it is no longer suspended. Customer declined assistance with the bolus feature. No further assistance needed.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.